Event description:
The customer contacted stryker to report that their device will not complete the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer and verified the reported issue. Stryker determined that the likely cause of the reported issue was due to a failed system pcb assembly. A replacement for this part is no longer available. The customer was informed that the device cannot be repaired and provided with alternative options.